Manufacturer narrative:
A product investigation was completed: complaint is confirmed as the breakage of the nail is visible on the received picture. However, only based on the complaint description, without material, without knowing the article and lot number no investigation is possible. Based on the provided information and without material no root cause can be defined, based on the comment it is likely that the mentioned non-union did lead to a fatigue failure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Date of post-operative non-union and device breakage are unknown. This report is for one (1) unknown pfna nail. Additional product codes for this report include hwc. Without a valid part and lot number, the UDI is not available. Procedural dates (both initial and revision) are unknown. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: it was reported that a patient was originally treated for a low, subtrochanteric fracture on an unknown date. The patient was also being treated with bis-phosponate for a diagnosis of osteoporosis; it was noted that the sustained fracture was typical considering the bis-phosponate treatment. The initial solution for the fracture was fixation with a proximal femoral nail antirotate (pfna) nail. On an unknown post-operative date, the patient was referred back to the hospital as an x-ray image identified a visible fracture. Upon further review of the image, non-union of the fracture and breakage of the nail were confirmed. The nail reportedly broke at the shaft in the region of the non-union. As a result, the patient was returned to the operating room on an unknown date for revision. The broken nail was removed successfully with the use of standard instruments and a small fragment conical extraction bolt, which was used to engage the distal nail fragment and extract it from the medullary canal. The patient was then revised to a locking compression plate (lcp). No additional information is available. This report is for one (1) unknown pfna nail. This report is 1 of 1 for (B)(4).